Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received an external defibrillation while wearing the lifevest. The root cause for the open resistor was the external defibrillation. Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Device manufacturer date: monitor: 01/11/2013. Electrode belt: 07/26/2019.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was in a medical center at the time of passing. It was reported that the patient went into respiratory arrest. It was reported that the patient's rhythm transitioned into bradycardia, and then degraded to asystole. It was reported the patient passed away on (B)(6) 2020 at approximately 2:00 pm. Per clinical review of the available ECG data, the patient was in an idioventricular rhythm at 80 bpm with motion artifact. The rhythm then degrades to ventricular tachycardia (vt). The patient received the first non-lifevest defibrillation when the patient's rhythm at time of treatment was vt at 160 bpm with CPR/motion artifact. The patient's post shock rhythm was CPR/motion artifact. The patient was in vt for four seconds before receiving the first non-lifevest defibrillation. The patient received a second non-lifevest defibrillation when the patient's rhythm at time of treatment vt at 180 bpm with CPR/motion artifact. The patient's post shock rhythm was CPR/motion artifact. The patient was in vt for eleven seconds before receiving the second non-lifevest defibrillation. The patient remains in vt from 110 bpm to 140 bpm with CPR/motion artifact. The patient received a third non-lifevest defibrillation. The patient's rhythm at time of treatment was vt at 150 bpm, and the post shock rhythm was CPR/motion artifact. The patient was in vt for approximately 32 seconds before receiving the third non-lifevest defibrillation. The rhythm then transitions to bradycardia at 50 bpm slowing to bradycardia at 40 bpm with bigeminy and CPR/motion artifact from approximately 13:36:47 until the device shutdown at 14:03:12 on (B)(6) 2020. CPR/motion artifact, heart rate at or below threshold for treatment, and the fact that the patient was not in detection sequence long enough prevented the lifevest from treating the patient. The patient was reportedly in a medical center and under medical care at the time of passing.